Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 600 mg/dl resulting in vomiting. Cause of high bg was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer declined troubleshooting with tandem technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.